Event description:
The customer reported to olympus, the evis exera iii video system center had image alteration; the image was too bright for proper visualization. The issue was found during a diagnostic upper gastrointestinal endoscopy. There was a one-minute delay in procedure and the procedure was completed with the same device. There were no reports of patient harm. Related patient identifier: (B)(6) for additional devices reported for the same event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's issue was confirmed by the fse (field service engineer) onsite. The device was evaluated onsite and the investigation found that the initial device reported (cv-190 evis exera iii video system center) was not the root cause for this reported event. The issue was the cable (maj-1430, videoscope cable exera ii). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the cable interfered and the automatic adjustment of the light intensity did not work. Olympus will continue to monitor field performance for this device.